Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was not able to adjust the stimulation, although was able to turn the stimulation on or off with the recharger. Additionally, the device would deplete within a day or two after it was fully charged, but also able to recharge the device when it was fully charged. The hcp confirmed a broken lead 1-2 months ago, through x-ray. The pt indicated that she fell (B) (6) 2007, (B) (6) and (B) (6) 2008, that may have contributed to lead break. The pt was waiting to schedule surgery for lead revision.